Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, infection, recurrence, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bladder cystoscopy and anterior colporrhaphy. Patient had cystoscopy with injection of coaptite on (B)(6) 2014 and (B)(6) 2013 for recurrent sui. It was reported that patient underwent posterior colporrhaphy, cystourethroscopy and mid urethral sling on (B)(6) 2015 for rectocele and sui. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.